Event description:
The issue was found during regularly scheduled testing. The distributor reported that the display does not show "standby too long".

Manufacturer narrative:
The MFR is working with the distributor to obtain add'l info regarding the reported failure. A request has been made to receive the device back for eval. Upon completion of the eval, a f/u submission will be provided.